Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side, capsular contracture unknown baker grade. The device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade ii/ iii. Device has been explanted.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device."

Event description:
Patient reported left side capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade ii/iii. The device has been explanted and replaced with non-allergan device.